Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""revision of ceramic head fracture after third generation ceramic-on-ceramic total hip arthroplasty"" written by kyung-hoi koo, md, yong-chan ha, md, shin-yoon kim, md, kang-sup yoon, md, byung-woo min, md, and sang-rim kim, md published by the journal of arthroplasty 29 (2014) 214-218 was reviewed. The article's purpose: ""we followed patients who underwent revision total hip arthroplasty specifically to treat a ceramic head fracture after third generation ceramic-on-ceramic tha. We evaluated the results, identified complications and suggest a potential guideline of the revision for contemporary ceramic head fractures."" The article captures 24 patients in a table on page 215 but only 4 have depuy products and have been captured individually in linked complaints." This complaint captures patient #15 (B)(6) year old female with corail stem and unspecified acetabular component (assumed to be depuy) and received revision 35 months due to fracture of ceramic head with retained stem to a mop bearing change. No complications from revision surgery.